Event description:
Hearing performance with the device is affected. The user_s son reported that a gradually loss of hearing sensation with the device was observed in the last year over time. Fitting data indicates that 7 channels have been deactivated in (B)(6) 2020 due to being extra-cochlear.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode post-operatively migrated partially out of cochlea as confirmed by diagnostic imaging. The implant registration card states that a full insertion was achieved at initial implantation. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode post-operatively migrated partially out of cochlea as confirmed by diagnostic imaging. The implant registration card states that a full insertion was achieved at initial implantation. The electrode was re-inserted successfully. The device remains implanted and in use.

Event description:
Hearing performance with the device is affected. The user_s son reported that a gradually loss of hearing sensation with the device was observed in the last year over time. Fitting data indicates that 7 channels have been deactivated in (B)(6) 2020 due to being extra-cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user's son reported that a gradually loss of hearing sensation with the device was observed in the last year over time. Fitting data indicates that 7 channels have been deactivated in (B)(6) 2020 due to being extra-cochlear.